Event description:
It was reported during a follow-up, the physician suspected accelerated battery depletion. The pg was implanted in 2015, and was showing only 2.5 years remaining. Data was sent to technical services for their review of the device, and it was concluded that the device's battery was depleting faster than normal and replacement was recommended. The device was replaced on (B)(6) 2019. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
The product has been received for analysis and analysis is ongoing. The report will be updated upon completion of analysis.

Event description:
It was reported during a follow-up, the physician suspected accelerated battery depletion. The pg was implanted in 2015, and was showing only 2.5 years remaining. Data has been sent to technical services for their review of the device. The pg was explanted.